Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a fractured lead. Follow up indicated the patient's right atrial (ra) lead was a chronic tunneled lead from an old left side system to the right side. The ra lead fractured. As well, the patient's right ventricular (rv) lead had low sensing. The ra lead was capped and replaced and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.